Event description:
It was reported that the patient presented for surgery with degeneration and recurrent herniated nucleus pulposus at l5-s1. The patient underwent a procedure for mast transverse lumbar interbody fusion with interbody cage, rhbmp-2/acs and pedicle screw fixation at l5-s1. Bmp was placed inside the interbody device. At 4 months post-op the patient had implant dislodgment. At 5 months post-op the patient underwent a procedure for removal of the posterior fixation at left l5-s1, removal of the ectopic bone formation around the l5-s1 disc space and canal, impaction of the interbody cage, and insertion of pedicle screws at l5-s1 and compression.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).